Manufacturer narrative:
Date sent to FDA: 9/18/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery of previous mesh on (B)(6) 2011 and another mesh was implanted during which the surgeon noted the mesh pulled away and balled up to one side of the hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, vomiting and inflammation. It was reported that the patient had underwent previous hernia repair surgery on 10/18/2010 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.